Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 22-july-2021. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that the sne was passed to the patient, at the time of removal of the mandrel, the tip of the mandrel broke, and the mandrel thread pierced the collaborator's finger. Additional information was received and stated that mandrel refers to stylet and it caused a small injury on the employee's hand, just a scratch. The employee realized that the tip was loose without the plastic protector. The employee did not need any type of service as a result.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.